Manufacturer narrative:
Exemption number e2015058. (B)(4).

Event description:
The red led lights up and the alarm sounds. Power cycle does not improve. The pad pack is within the expiration date. No patient involvement.